Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps was analyzed, and the complaint was not confirmed by failure analysis. Visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed the grip test on 3 of 3 attempts. The instrument was fully functional. No product issue was identified. The probable root cause cannot be determined based on the information provided and failure analysis results.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the prograsp forceps tip moves back and forth not holding the tissue. There was no report of patient involvement or injury.